Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called and wanted to answer questions verbally. I asked the patient what circumstances led to the reported issues, they stated they were implanted (b)6) that night when they went home and they felt the ins was tilted, could feel the top edge through skin. They made a comment about it to the surgeon as it really freaked them out. Finally called and had it looked it. It felt perpendicular to position it should have been in. Surgeon confirmed it was not how it was when they had closedup. The surgeon said she could fix it the next day, but patient wasn't ready to go back into surgery. They had discussed patient fears, because ins was flopping around, loose, and not comfortable. Patient reported it had gotten somewhat better with healing. They revisited on the (B)(6). Was told ups and downs of repositioning the ins. Started getting occasional shocks and thought it was odd. The manufacturer representative came in and took a look and discussed options. Programs were changed. The patient reported chronic, painful shocking near the ins and they weren't getting stimulation in intended location. They were changed to program 2 and deleted program 1, since that was the program that the patient experienced shocking on. Program 2 had never been as effective as program 1 was. Has gone through cycling of programs to no effect. It was determined there were no lead issues. Asked causes of shock-these were discussed with the patient's surgeon and manufacturer representative. The patient was told new programs could be loaded, they asked how programs differ from one another. If p1 couldn't be reinstalled, they wanted a program like it reinstalled since it was the most effective. Program 5 was tried, but it needed a higher setting, and that setting was causing headaches. At this point they had turned off the ins because it was not worth the side effects. They were waiting for answers to questions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient was not happy with the way that their device has been working since implant. The patient indicated that they had good results with the trial system and while the implant worked for 2 week's after that a program "got corrupted" and was shocking the patient near the ins site. However, later in the call the patient indicated that the program issue and shocking occurred in the first 2 weeks post implant, and then confirmed that the issue started since implant. The patient indicated that the met with a manufacturer representative (rep) to have the device checked due to the lack of therapy and the patient said that the rep thought it could be a damaged wire. The patient went on to state, however, that the rep was then able to "prove that implant was working because rep switched to a different program and she felt the stimulation in a similar place as she had." According to the patient the rep changed the patient to program 2 and deleted program the reason for the patient's call at the time was that program 2 was no longer providing effective therapy and when the patient increases stimulation on program 2 they experience headaches and muscle pain. At the time of the call the patient was set to 1.9 or 2.0 on program 2 and when advised that stimulation should be reduced to the point of comfort the patient indicated that they were set on a functional level where it was supposed to be and could barely feel stimulation and that if they decrease stimulation they might as well not have the device on at all. A call later in the day determine that in addition to the shocks on program 1 the patient was not feeling stimulation in the correct location. At the end of the call the patient elected to go back to program 1 and was going to follow-up with their manufacturer representative (rep). The patient was also advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.